Event description:
Suspect meter exhibited poor correlation in test results. The following test results were reported: inration, 5.1, 4.2 (retest), one day later, inratio, 4.9. The pt called his physician and was instructed to skip his coumadin dose. Technical support shall follow up with pt on results of lab draw.